Manufacturer narrative:
The following could not be completed with the limited information provided. Device product code - ni, expiration date - ni, manufacture date ¿ ni. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
Patient underwent a left hip revision procedure approximately eight months post implantation due to infection. No further information is known.

Manufacturer narrative:
This device is used for treatment. Part and lot number were not provided; therefore, device history records could not be reviewed. Product was not returned so no product evaluation could be conducted. Unable to perform a compatibility check based on provided information. Complaint history review could not be performed as part/lot number was not provided. No medical records were received. A root cause could not be determined with information available. No corrective actions, preventive actions, or field actions resulted from the investigation of this event.